Event description:
It was reported that, while the filiform and follower were in use, the filiform separated from the follower at the metal hub. The filiform was left in the pt. A second procedure was performed to remove the filiform.